Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds. It was believed these observations reported occurred due to the patient having clavicular crush. Subsequently, this ra lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.